Event description:
It was reported that the patient was unable to set the ipg into MRI mode. System diagnostics recorded low impedances. As a result, surgical intervention was undertaken on (B)(6) 2022, wherein lead was removed from the ipg header, re-inserted and the ipg re-implanted within the same pocket. The issue was resolved.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.